Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device teflon pad fell off. The issue occurred during a therapeutic laparoscopic cholecystectomy which was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was not confirmed. Based on investigation results, a likely mechanism causing the reported events might be the following: 1. Grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear away. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. 3. The non-insulated area of the grasping section and the probe came into contact due to wear and peeling of the tissue pad. 4. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed causing a seal and cut short circuit error. However, a root cause of the reported issue was not identified/confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.